Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Attempts to establish telemetry were unsuccessful, and a memory download could not be performed. The device case was then opened to facilitate analysis of the internal components, and visual inspection revealed no irregularities. The battery was separated from the other device electronics, and external power was applied to the hybrid. Hybrid current drain was measured as normal. Analysis determined that the device was unable to perform a memory download due to a performance issue with the battery component.

Event description:
It was reported that this product was returned with no reported product performance issues or adverse patient effects. Analysis completed in our post market quality assurance laboratory identified a product performance issue. No adverse patient effects were reported.